Event description:
It was reported by the customer that post the bone marrow procedure with the jamshidi needle on (B)(6) 2026, the pathology report findings of the punching cylinder that had been taken with this instrument noted that the bone punch was wrapped in a metal chip. Since the bone marrow puncture needle was the only metal object that was inserted into the bone during the examination, customer assumed that the metal chip described came from the bone marrow puncture needle and that it detached from it as a result of a material or product defect. During follow up it was further confirmed that the patient was not harmed. Further information received during follow up on (B)(6) 2026, reported that there was no more than expected resistance when the needle was inserted in the patient and when the specimen was taken from the patient with the needle. The needle was not inspected after it was removed from the patient. The bone marrow procedure was completed as planned and successfully. The specimen sample results were successful and enough specimen was obtained. The patient is doing well.

Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. The device is not available for return. Photos have not been provided for review. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.